Manufacturer narrative:
(B)(4). Endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The surgeon also noted that there was no malfunction of the annuloplasty ring. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.

Event description:
In this case, it was reported that the ring was explanted after an implant duration of approximately 1 month due to endocarditis. The surgeon noted that there was no malfunction of the annuloplasty ring. Per the op report, the patient had presented with sepsis, status post mitral valve repair about 5 weeks earlier. Transesophageal echocardiogram showed vegetations on the mitral valve, dehiscence of the annuloplasty ring, and severe mitral regurgitation. She was referred for emergent mitral valve replacement. During explantation, dehiscence of the ring was confirmed. The native mitral valve leaflets were mostly destroyed. The ring was removed and the patient's valve was replaced with an edwards bioprosthetic valve. The leaflets were tested and they moved appropriately.